Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field investigation: the field service representative (fsr) went onsite to evaluate the ventilator. The fsr duplicated the reported event and isolated the user interface module (uim) of this ventilator as the cause of this event. The fsr replaced the uim and also reported the faulty uim was an end of life uim model. The faulty uim will be returned for a component root cause analysis by the vyaire manufacturing group.

Event description:
The customer reported an blank display on the user interface module (uim) of this ventilator. The customer stated this event was not associated with a patient event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect obsolete user interface module (uim) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components with no anomalies. Voltage testing was performed on the real time clock battery, which found a low voltage state and out of specifications. The fa lab also performed multiple power on cycles on the suspect control board on a test uim. The fa lab duplicated the customer event, which was due to a low voltage of the real time clock battery. The root cause is associated with material fatigue within the real time clock battery.